Event description:
Caller states, the patient tested >8.0 inr on the coaguchek xs system and 5.76 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.